Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-24981. It was reported the asymptomatic patient presented in clinic for an unrelated procedure. Prior to surgery, the system was interrogated to find both the atrial and right ventricular lead were oversensing noise. Programming changes were completed to address the issue. The patient was stable.